Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow event consistent with a suspected thrombus passing through the pump; however, thrombus could not be confirmed as no images or product was available for evaluation. The submitted log files were reviewed. Flow dropped early in the morning on (B)(6) 2024 down to 0.0 lpm at 02:48:44, the low flow alarm was activated, and rotor displacement increased. Rotor displacement then decreased with an increase in rotor noise, indicating rotor instability. Flow then started to recover approximately 4 minutes after the onset of the low flow, and the low flow alarm cleared approximately 3 minutes later. Flow values were later captured on (B)(6) 2024 that appeared to be back to the patient¿s baseline. The low flow event captured in the log files appeared consistent with a suspected thrombus passing through the pump. There were no other notable alarms active in the log files, and the system operated at the set speed without issue. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's flows dropped to 0 liters per minute (lpm) at 0248 on (B)(6) 2024. The patient was lying in bed on their back watching television when the alarm started. Log files were submitted for review and captured a short period of low flow events where the estimated flow dropped suddenly to less than 1 lpm then 0 lpm within a matter of seconds. This event lasted around seven minutes then flow recovered back into the 4 lpm range for the remainder of the log. It appeared that something passed through the pump inhibiting flow. The patient was asymptomatic at the time of the event. Intravenous fluids (ivf) bolus was given during the event while they were they were trying to troubleshoot the alarm. There were no concerns post operatively. The patient was not bridged with heparin infusion (gtt) post-operatively, warfarin was started post operation on (B)(6) 2024 and it was planned to start heparin gtt on (B)(6) 2024. The cause of the low flows was not identified. An echocardiogram was performed. The low flow alarms had resolved. The patient was bridged to heparin contrary to the original plan until therapeutic international normalized ration (inr) was achieved. The patient inr goal was increased from standard of 1.8-2.2 to 2.3.